Manufacturer narrative:
(B)(4). The returned instrument was evaluated and found that the jaws are aligned with each other and that this instrument picks up, retains, closes and releases clips both with and without the use of silastic test tubing as required of its function. During the evaluation it was noted that this instrument has a non OEM flush port cap installed on it. We are unable to validate the alleged complaint, since we are unable to duplicate the alleged issue. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. No corrective action is required at this time.

Event description:
Alleged event: the clips could not be locked. Clips fell into the patient's body but were removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per lot number provided on the complaint form , the device history record (DHR) for the instrument in question was reviewed and found complete ly without any irregularities. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly visually inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
Alleged event: the clips could not be locked. Clips fell into the patient's body but were removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips could not be locked. Clips fell into the patient's body but were removed. The patient's condition was reported as fine.